Event description:
The hcp reported that mid december, the pt was experiencing no relief of pain. The dose was titrated weekly with still no relief. The hcp reported the pump quit working with a motor stall. The pump was explanted after an implant duration of 8 months. The hcp ran a 3mg bolus over 8 minutes and "nothing came out at all."